Event description:
It was reported a suture sleeve was used to cap the lead. Several years later the patient developed a small wound where the lead protruded through the skin. It was also reported the patient developed an infection. The patient was placed on antibiotic treatment, the suture sleeve was removed and an end cap was placed on the lead. The device remains in use and no further patient complications have been reported as a result of this event. It was further reported that the ICD was removed and replaced.

Manufacturer narrative:
The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.